Event description:
When the device was applied to tissue the staples stayed jammed in the staple cartridge and did not properly form. The surgeon then needed to complete closure of the wound by hand suturing which added around 15 minutes to the procedure time.